Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the outer coil and outer insulation. Microscopic analysis of the damage noted melting due to electrocautery damage from the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated when additional information is received.

Event description:
Boston scientific received information that this system exhibited loss of capture on the right ventricular (rv) channel which resulted in greater than two seconds of asystole for this patient. A revision procedure was performed and the rv lead and device were removed from service and replaced. A fracture of the lead was observed visually. No additional adverse patient effects were reported.